Event description:
The patient reported that the patient's heart was "doing its own thang [sic]" and that there was an arrhythmia. The patient noted being in the emergency room. While in the physician's office, the patient's heart rate jumped up when the patient got up and walked. The patient also noted feeling "lousier than normal the last 2 days." Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).